Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6)2020 surgical observation noted the catheter was sluggish to aspirate at pump replacement. It was noted that the patient's pain had slowly worsened since. On (B)(6)2021 the old catheter could not be removed. The catheter was tied off. On (B)(6)2021 the catheter was explanted/replaced (a new spinal portion of the catheter was implanted). The outcome of the event resolved without sequelae on (B)(6)2021. The device diagnosis was catheter occlusion and the clinical diagnosis was increased pain. A review of the session data report showed incorrect information. It was noted the previous/beginning session date was (B)(6)1969 and showed the pump was delivering water 1000 mcl and the dose was water 6.14105 mcl/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2003 explanted: product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: the method code 4118, results code 3233, and conclusion code 11 pertain to the pump. The previously applied method code 4117, results code 3221, and conclusion code 67 pertain to the model 8709 catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight at the time of the event was 251.0 pounds. Regarding the patient¿s medical history related to the event, it was noted that the patient had a history of right upper extremity neuropathic pain. It was further noted that the patient had been in an automobile accident in the 1970¿s and injured his right arm. It was also noted that regarding medical history, the patient may have brachial plexopathy that was now resulting in neuropathic pain. The patient¿s pump care was transferred on (B)(6) 2020. Regarding the report of the patient having needed a larger pump and the pump having been replaced with a 40 ml pump, it was noted that the patient had received a letter from the manufacturer regarding a potential recall of his pump due to motor stall and a failed catheter dye study was further noted. It was further noted that it was the patient¿s choice to have a 40 ml pump implanted regarding prolonging pump refill intervals. Increased pain was further indicated. The 20 ml pump was returned to the manufacturer. The cause of the pocket pain was not determined. No actions were taken regarding the pocket pain. It was undetermined if the pocket pain was resolved. The patient had surgery at the same location as the previous site (right abdomen). Regarding if a date for a catheter revision was scheduled, it was noted as not having been scheduled as the patient was reporting good pain relief at this time with an approximate 3 hour bolus.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: an unknown catheter was returned, and analysis found no significant anomaly (catheter body abrasion that did not affect infusion). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 3.484 mg/day, clonidine 800 mcg/ml at 139.37 mcg/day, bupivacaine 12 mg/ml at 2.091 mg/day via an implanted pump. Per the pump refill and evaluation notes from (B)(6) 2020 it was reported this was a patient with a history of right arm pain. The patient had a failed catheter dye study on (B)(6) 2020. They were unable to aspirate. The patient presented to the clinic on (B)(6) 2020 for a scheduled refill. The patient was seen today for an evaluation in addition to a pump refill for ongoing evaluation of other pain-related issues such as psychosocial and emotional adjustment, the need for oral medication monitoring, addition or adjustment and evaluation of functional ability. The patient¿s chief complaint was right arm pain. He rated his pain on (B)(6) 2020 at a level of 6/10 using the pain scale. He describes his pain as shooting, throbbing, and sharp. He denied any changes in his pain since the last visit. The patient denied new progressive neurological symptoms in the lower extremities. The patient denied any changes in the medications that he was prescribed outside of our clinic. The patient denied any changes in his general health since the last visit. The patient denied any visits to urgent care or an emergency room since the last visit. The patient awakened frequently because of the pain. The patient admitted a history of sleep apnea. His level of physical activity had not changed, and he did not work. He admitted to pain at the pocket site. The pain at the pockets site was an ongoing problem. He denied constipation, urinary difficulties, nausea, vomiting, edema, excessive sweating, hypotension, excessive drowsiness, and changes in sexual dysfunction. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The plan was to do a catheter revision in the next month and the issue was not resolved. It was further reported on (B)(6) 2020, the patient was on the schedule to replace his pump and catheter. It was noted they were replacing his pump because he needed a larger pump, so we went from the 20 ml pump to a 40 ml pump today. Per the doctor he did not want to revise the catheter today due to large dosing and the patient was able to feel his boluses and reported some relief of his pain. The plan was to titrate his dosing down over the next month and prepare him for a catheter revision. On the date of this report, they were unable to aspirate the catheter. A back-table prime was completed and connected up to the existing catheter. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported.